Manufacturer narrative:
[(B)(4)].

Event description:
Reportedly the subject pacemaker was implanted on (B)(6) 2017 as a replacement with a lead solox (non-livanova) already implanted. During the implantation procedure, and after connecting the lead, the pacemaker did not pace resulting in a 15 sec pause for the patient. The lead was disconnected and the physician closed the electrical circuit externally pinching the skin and the pacemaker, then the pacemaker was connected again to the lead working properly. The pacemaker was not inserted in the pocket at any moment so it is supposed that the pacemaker should be pacing in uni+bi according to the specifications. Noise oversensing was also reported in the implant day.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly the subject pacemaker was implanted on (B)(6) 2017 as a replacement with a lead solox (non-livanova) already implanted. During the implantation procedure, and after connecting the lead, the pacemaker did not pace resulting in a 15 sec pause for the patient. The lead was disconnected and the physician closed the electrical circuit externally pinching the skin and the pacemaker, then the pacemaker was connected again to the lead working properly. The pacemaker was not inserted in the pocket at any moment so it is supposed that the pacemaker should be pacing in uni+bi according to the specifications.